Event description:
The reporter called and alleged discrepant results on the device when compared to the lab during a correlation. The reported device result/lab inrs reported were 3.2/2.17, 3.4/2.25 and 3.2/2.3. The patients could possibly be on lovenox or heparin, which could interfere with the test strip. No other information was provided. The reporter declined product replacement.